Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain and degene rative disc disease. It was reported that CT scan compatibility guidelines were requested. The patient had renal failure that was not related to the patient¿s device or therapy. The caller referenced an overdischarged battery and that the patient intended to have the battery replaced. Additional information was received from the patient. It was reported the patient had not charged the ins for several months. She was getting the ins replaced once labs improve and she wanted to know if it was safe for a CT scan since the device was overdischarged. The reason for overdischarge was noncompliance. No patient symptoms were reported. No additional complications were reported/anticipated.